Event description:
During an appendectomy the surgeon was using an ethicon laparoscopic vascular stapler. This stapler comes loaded with a "white load" staple cartridge. This surgeon prefers utilizing a "blue load" cartridge initially during the procedure and then switches back to the white load. The blue load worked as intended. When it came time to remove the blue cartridge and replace with the white it would not load. It is made to slide into place and then snaps down but it would not move into position. The surgeon then attempted to load the white reload and was unable to do so. The surgeon opted to use a new stapler because he felt if the cartridge was "forced" it could potentially misfire and possibly harm the patient.

Event description:
During an appendectomy the surgeon was using an ethicon laparoscopic vascular stapler. This stapler comes loaded with a "white load" staple cartridge. This surgeon prefers utilizing a "blue load" cartridge initially during the procedure and then switches back to the white load. The blue load worked as intended. When it came time to remove the blue cartridge and replace with the white it would not load. It is made to slide into place and then snaps down but it would not move into position. The surgeon then attempted to load the white reload and was unable to do so. The surgeon opted to use a new stapler because he felt if the cartridge was "forced" it could potentially misfire and possibly harm the patient.